Event description:
Information received with return of the device notes that no pacing was observed when the pulse generator was con- nected to the lead and the magnet was applied. The patient's intrinsic rhythm was 50 - 52 bpm.~~~